Event description:
It was reported that during an unk procedure, when firing the second firing, the device just cracked; it was a loud sound and then it was locked and surgeon was unable to open the device. The procedure was completed with a new stapler by a resection of the small bowel where the first stapler had misfired. No severe damage to pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.